Event description:
It was reported that the right ventricular lead exhibited failure to capture and was confirmed via x-ray that the lead appeared too basal in the chest. The lead was explanted and replaced. The patient was in stable condition.